Event description:
It was reported that the pump had been empty since (B)(6) 2013. The patient was ¿ok¿ but had some increased tone. The patient was on oral baclofen. The patient could not be refilled until (B)(6) 2013. This device system delivered lioresal. It was confirmed that the patient's pump was to be refilled on (B)(6) 2013. Further, the low reservoir alarm began on (B)(6) 2013 but the patient never heard a pump alarm until the week of (B)(6) 2013. Increased tone was the only symptom present and the patient was managed with oral baclofen. On (B)(6) 2013 the health care provider (hcp) had placed 3 milliliters (mls) of saline in the reservoir. On (B)(6) 2013 during the refill appointment, the reservoir was rinsed with 3mls of the lioresal once the saline/drug mixture was aspirated out of the reservoir. However, the hcp was unable to aspirate fluid via the catheter access port (cap) to accomplish the system content removal procedure. The 1.4cc dead space of fluid in the ¿empty" reservoir that could not be accessed was discussed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).